Event description:
It was reported that the valve cracked.

Manufacturer narrative:
The valve was not cracked and showed no signs of damage. The valve was patent and passed siphon, reflux and leakage testing. The valve met specifications for pressure / flow and preimplantation testing. The conditions of the complaint could not be duplicated in the lab. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.